Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a replacement procedure, normal measurements were found before opening the pocket. After connecting the subject device, an abnormal impedance value (>3000 ohm) was found on the right ventricular coil continuity test. Screwing and unscrewing the df-1 connection several times didn't solve the issue. A unipolar psa impedance test was performed on the df-1 conductor (connecting the black clip on the tip and red clip to the pocket) showing abnormal value (>4000 ohm). The procedure was suspended in order to plan a right ventricular lead extraction. Before that, a shock impedance test was performed but no impedance value were displayed by the device. On (B)(6) 2018, tests on the right ventricular lead confirmed the abnormal values. The lead and ICD were successfully extracted and replaced with a different ICD system (platinium sonr (B)(4)).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, during a replacement procedure, normal measurements were found before opening the pocket. After connecting the subject device, an abnormal impedance value (greater than 3000 ohm) was found on the right ventricular coil continuity test. Screwing and unscrewing the df-1 connection several times didn't solve the issue. A unipolar psa impedance test was performed on the df-1 conductor (connecting the black clip on the tip and red clip to the pocket) showing abnormal value (>4000 ohm). The procedure was suspended in order to plan a right ventricular lead extraction. Before that, a shock impedance test was performed but no impedance value were displayed by the device. On (B)(6) 2018, tests on the right ventricular lead confirmed the abnormal values. The lead and ICD were successfully extracted and replaced with a different ICD system (platinium sonr crt-d 1811).